Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The other 3.5 x 23 xience prox referenced in describe event or problem is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily tortuous mid right coronary artery. A 3.5 x 23 mm xience prox stent delivery system (sds) was being advanced to the lesion when there was strong resistance with the anatomy and the proximal shaft that was still outside the anatomy separated. The sds was removed without issue and a second 3.5 x 23 mm xience prox sds was being advanced when there was also resistance with the anatomy and the proximal shaft that was outside the anatomy also separated. The sds was removed without issue. A non-abbott stent was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.